Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the customer was complaining that the implantable cardiac monitor device was over sensing and undersensing. She was also dissatisfied that manual transmissions are required to get additional information and scheduled transmissions. The implanted device is still in use. No patient complications have been reported as a result of this event.